Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient lost access to sound with the device while playing football. There was no evidence of a fall or impact to the head; no swelling or inflammation above the implant bed was observed.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient lost access to sound with the device while playing football. There was no evidence of a fall or impact to the head; no swelling or inflammation above the implant bed was observed. The patient was re-implanted on (B)(6) 2016.